Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.25 mm balloon ruptured at five atms. The number of inflations performed and pressure reached on each are unknown. The lesion being treated was a calcified, 99% stenotic lesion in the proximal left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good.'